Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "imperfection in balloon due to process". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities; 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water; do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that another complaint was received from the pharmacy about the foley catheter in question. The patient reportedly had 4 more faulty bladder probe of the bardex brand in the past few weeks. The probe was inserted in the morning and came out by itself in the evening. So, according to the pharmacy, there must be something defective about the balloon or the valve to keep the balloon inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that another complaint was received from the pharmacy about the foley catheter in question. The patient reportedly had 4 more faulty bladder probe of the bardex brand in the past few weeks. The probe was inserted in the morning and came out by itself in the evening. So, according to the pharmacy, there must be something defective about the balloon or the valve to keep the balloon inflated.